Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. There was a crack on the screen that went from the side of the insulin pump to the top corner of the device. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer then mentioned that whenever she presses the esc button the screen would momentarily go blank; the display would usually come back on. The customer noticed this issue upon getting out of the shower; moisture damage was possible. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or screen anomaly noted. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a severely scratched display window noted. No moisture damage was noted on the electronics assembly.